Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not reported. Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 11. Feb. 2015, no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 05/08/2015, email received from (sc) re: I'm sure there were x-rays viewed before the surgery, but they were not present in the o.r. Patient went to o.r. For hardware removal of distal radius plate. Unknown if the patient was experiencing pain or anything. Also, there was no infection.

Event description:
It was reported that during a first metatarsal tp joint fusion surgery, the drill hit a non-synthes .062 mm diameter k wire and the 2.0 mm drill bit tip broke off. The surgeon decided it was difficult to retrieve and left the tip in the patient¿s bone. There was no surgical time delay and no surgical/medical intervention required. The patient status outcome is good. This report is 1 of 1 for (B)(4).